Event description:
The customer reported that the system displayed a 'cine disk not available' error. There is no report of death or serious injury associated with the complaint. This would prevent the cine function from operating.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and associated cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.